Event description:
Customer's mother called to report damage to the insulin pump. Customer called to report that the insulin pump has many scratches on the display screen. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with no audio beep anomaly when pressing the down arrow button noted, the audio beep functioned properly. The insulin pump has severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.